Event description:
The customer contacted baxter's service center regarding a check heater line alarm, which occurred on the homechoice (hc) during fill 1 of 4. The registered nurse (rn) explained that they changed out only the cassette and was still getting the same alarm. The technical service representative (tsr) advised the rn that if needing to change out one piece of the set up the entire should be changed out otherwise they would be bringing air into the set up and risking the home patient (hp) of an infection. The tsr advised the rn to dispose of all supplies attached and start over with all new supplies. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.